Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a clindex notification was received via email indicating that a patient listed in the shoulder arthroplasty registry experienced a bone fracture in the target shoulder. On (B)(6) 2025, during a clinic visit, the patient reported ongoing pain and moderate weakness. An x-ray confirmed an acromion fracture. The event was identified as possibly related to the univers revers apex implanted on (B)(6) 2025.

Event description:
Additional information was received on 6/9/2025: the patient did not suffer a fall or injury. The univers revers apex implant remains in place, and there are no current plans for revision surgery. The patient is currently immobilized in a sling, and physical therapy has been placed on hold. A follow-up clinic visit is scheduled for (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received: during the initial surgery on (B)(6) 2025, the patient was implanted with an ar-9501-11s univers revers apex humeral stem, an ar-9502f-33rcpc univers revers suturecup, an ar-9503-3336-3 humeral inserter, an ar-9563-16 peripheral locking screw, an ar-9563-20 peripheral locking screw, an ar-9563-24 peripheral locking screw, an ar-9563-28 peripheral locking screw, an ar-9564-2436-lat glenosphere, an ar-9580-2420-2 baseplate, and an ar-9582-20 modular post.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Andrews research & education foundation does not confirm the complaint allegation. No x-ray failure showing bone fracture, and moderate glenohumeral arthritis that produces pain was attached. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.